Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the reported issues could not be reproduced. Upstream occlusion testing was performed, and no issues were noted. A review of the event history log revealed multiple upstream occlusion occurrences. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The ultrasonic sensor was found to be out of specification and was determined to be the cause of the condition. The ultrasonic sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump gave two false upstream occlusion alarms during a gravimetric flow test in the biomedical service department. The flow test result was reported to be below the accepted range. There was no patient involvement. No additional information is available.